Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. It passed the displacement test, operating currents, self-test and off no power test. No blank display noted. The device was received with scratched lcd window, cracked case display window corner, cracked reservoir tube lip and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 261 mg/dl. The customer stated that the b, esc and act buttons had to be pressed multiple times to get a response. Troubleshooting was not able to resolve the issue. The buttons would not respond and the display remained blank after changing the battery. The device was returned for analysis.